Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Catalog number and lot code of other device listed in this report: cat number 5551-g-350, lot number 881d description: triathlon asymmetric x3 patella. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain.

Event description:
It was reported that, "patient complained of anterior knee pain."